Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted. The secondary procedure performed on (B)(6) 2018 has been reported to the FDA under MFR# 2031527-2018-00480.

Event description:
Primary procedure performed on (B)(6) 2009, by dr.(B)(6). A intuitrak bifurcated stent graft and a intuitrak infrarenal aortic extension. Secondary procedure was performed on (B)(6) 2018, by dr. (B)(6), to treat progression of left common iliac aneurysmal disease beyond original limb placement. An ovation ix extender was placed and two afx limb extensions were bridged in the right iliac, at the time of procedure there was minimal overlap noted between the extension in the right iliac. Follow-up computerized tomography scan performed on (B)(6) 2018, showed a endoleak 3a in the right limb extending through the common iliac aneurysm. Patient was reported to be asymptomatic, but the right common iliac artery aneurysm has enlarged to 5.9cm's. (B)(6) 2018, patient inr was high at 2.0. Tertiary was performed on (B)(6) 2018, by dr. (B)(6). A ovation extender and a ovation iliac limb were implanted. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the reported type iiia endoleak of the right common iliac artery. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. A definitive root cause was unable to be determined for the reported event; however, the off label iliac anatomy at the index procedure - right common iliac diameter of 49mm with thrombus in the landing zone likely contributed to this event. The devices remain implanted in the patient; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.